Event description:
Patient was revised to address ongoing stiffness, pain, and limited function of the left shoulder. A CT was reported to show proximal humeral migration and retraction with fatty infiltration of subscapularis. There were no hardware complications noted and all components were noted to be well-fixed with no infection. There was no mention of what was removed or what was implanted in these medical notes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of x-rays could not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total shoulder to address pain/stiffness with partial thickness rotator cuff tear. Date of implantation: (B)(6) 2020, date of revision: (B)(6) 2021, (left shoulder). Treatment: removal of humeral proximal body, humeral head, and glenoid; conversion to reverse shoulder arthroplasty. Were depuy components removed: yes.